Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut fx+ system, the valve load was checked and was deemed good. A pre-implant balloon dilation was performed with a 20 mm non-compliant balloon. Immediately after implant of the evolut fx+ valve, the patient's blood pressure was low. The reporter also stated the patient's hemodynamics were not good. A contrast injection was given and a significant amount of regurgitation was noted, so a post-dilation was performed with a 20 mm non-compliant balloon. Afterward, the situation remained unchanged, so an echocardiogram was performed, which revealed "total aortic regurgitation." Consequently, a non-medtronic transcatheter valve was implanted, which returned the patient's hemodynamics to normal function.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure involving the evolut fx+ system, the valve load was checked and was deemed good. A pre-implant balloon dilation was performed with a 20 mm non-compliant balloon. Immediately after implant of the evolut fx+ valve, the patient's blood pressure was low. The reporter also stated the patient's hemodynamics were not good. A contrast injection was given and a significant amount of regurgitation was noted, so a post-dilation was performed with a 20 mm non-compliant balloon. Afterward, the situation remained unchanged, so an echocardiogram was performed, which revealed "total aortic regurgitation." Consequently, a non-medtronic transcatheter valve was implanted, which returned the patient's hemodynamics to normal function. Additional information was received to report the valve was implanted within the native annulus at a depth of 0mm on the non-coronary cusp and 3mm on the left coronary cusp. The non-medtronic valve was implanted within the medtronic transcatheter valve. It was noted the patient's aortic annulus was calcified which contributed to the adverse event.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified aortic valve with an annulus perimeter that measured 75.9mm with a perimeter derived diameter of 24.2mm suggesting a 29mm evolut. Fluoroscopy valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed to the valve implant attempt. The valve was deployed just prior to the point of no recapture and significant under expansion and a suspected infold in the cusp overlap view were noted. However, in the lao view the valve appeared more expanded and an infold was not evidence. Regarding depth assessment, depth verification on the non-coronary cusp was not performed but depth reported was 0mm, and depth on the left coronary cusp was approximately 1mm in the lao view. Of note, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. Furthermore, the infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, a recapture was warranted due to under expansion and depth of 1mm, the suspected infold was only visible in the cusp overlap view. However, the valve was released and appeared to be under expanded cusp overlap view. It was reported that a 20mm non-compliant balloon was used for a post implant dilatation. Per medtronic best practices, the perimeter derived diameter of the annulus is considered when selecting a post implant dilation, if the balloon does not exceed the limits set forth in table in reference 2. In this case, the perimeter derived diameter measured 24.2mm suggesting a 24mm semi-compliant or a 23mm non-compliant balloon. Even though the valve visibly expanded with the 20mm balloon, significant aortic regurgitation was noted on angiogram. Evidence supports that a second post implant dilatation was performed without improvement of the aortic regurgitation. There is evidence that a second valve was loaded and confirmed a good load. The new valve was attempted to be advanced through the first valve, but images shows that the nose cone interacted with the outflow and further attempts were aborts. Subsequently, a non-medtronic valve was implanted. A post implant dilatation was perf ormed, and final angiogram revealed no aortic regurgitation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.